Manufacturer narrative:
This incident is being recorded under (B)(4). G2: foreign, (B)(6). E1: telephone, (B)(6). The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that outside of surgery the comb of the skin graft mesher was bent. There was no patient involvement as a result no harm or surgical delay occurred. Diligence is complete.